Event description:
It was reported that this patient was recently seen in the clinic for noise, oversensing and high capture thresholds observed on the right ventricular (rv) lead, which lead to a greater than two seconds of pacing inhibition. Impedance measurements during these observations were stable. Isometrics were performed in office and unable to replicate the noise at that time. The patient is being followed by their clinic through remote monitoring and the clinic noted post office visit they are still observing noise on the rv lead. The most recent threshold and impedance measurements were stable and within normal limits. Technical services was consulted and recommended additional troubleshooting suggestions. The device remains in service at this time. No adverse patient effects were reported.

Event description:
Additional information was received which indicated a revision procedure was performed. The physician elected to surgically abandoned the right atrial (ra) lead as the patient has chronic atrial fibrillation (af), and kept the rv lead in service. A his bundle pacing lead was implanted and placed in the ra port, which is against labeling. Boston scientific technical services (ts) provided programming options. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery.